Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. The reported tissue injury (anterior leaflet tear) appears to be due to multiple grasping attempts related to the reported failed efaa. The worsening mr appears to be a cascading effect of the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no further intervention performed to address the patient effects. There is no indication of a product issue with respect to manufacture, design, or labeling. Imaging review: two hundred twenty-five (225) echocardiographic videos were provided. All 225 echo videos were assessed and appear to capture the course of the entire procedure, including the initial imaging assessment prior to sgc insertion. Videos taken during positioning and leaflet grasping with the 1st cds (reported device) were unremarkable. The clip was positioned central a2/p2 with a bias towards the posterior aspect of the annulus. Positioning appears to have been done in accordance with the instructions for use with no evidence of a misaligned grasp. Videos capturing the grasping attempts and presumed efaa checks of the first cds (reported device) were assessed chronologically based on the video timestamps, as described below: ¿ 9:57am mark shows the clip below the valve at grasping arm angle (~120°) and both leaflets can be visualized "bouncing" on top of the clip arms indicating a successful grasp. This is the first grasping attempt (first time the clip is below the valve). ¿ 09:58:29am mark shows the clip fully closed (~20°) on the leaflets. ¿ 09:58:53am mark shows the fully closed clip slowly open from ~20° to ~60°. Procedural, after the leaflets are grasped and the clip is fully closed, the first efaa check is performed to test the lock. While corresponding delivery catheter (dc) handle manipulations performed by the operator cannot be directly verified in echo videos, this video was presumably taken when the first efaa check (first grasp attempt) was being actively performed in accordance with the IFU. Under this assumption, the echo cine provided confirms the reported failed efaa. ¿ 09:59:28am mark shows the clip opened to ~180° and the grasp has been released with the leaflets moving freely. ¿ 10:01:03am mark shows the clip at grasping arm angle again (~120°) with the leaflets visibly "bouncing" on top of the clip arms indicating a second grasping attempt was immediately performed again. ¿ 10:02:16am mark shows a similar instance as the 09:58:53am video in which the fully closed clip slowly open from ~20° to ~60°. This is presumably a second attempt at the efaa check during the first grasp attempt. ¿ 10:04:50am mark shows the clip in a fully inverted state and with the grippers in the lowered position. As the video progressed, the grippers are then fully raised against the l-lock shaft. This suggest that the user fully released the grasp and inverted the clip with the intention of retracting in the la. It should be noted that per the instructions for use (el2133733), step 30.3.1 provides the following instructions for releasing the grasp: "if the clip position is not satisfactory, raise the gripper(s), unlock the clip and invert the clip arms¿. This video indicates a potential use error as the grippers were raised after the clip was fully inverted. However, there is no evidence that the clip interacted or entangled with the anatomy during retraction into the la. ¿ 10:05:11am mark and 10:50:20 mark the clip is retracted back into the la and fully closed. It was reported that "the clip was brought back to the left atrium, where the lock was tested twice and was successful". While corresponding dc handle manipulations performed by the operator cannot be directly verified in echo videos, these videos presumably capture when the user reportedly tested the lock twice in the la in which the clip arms did not open and the lock held successfully. ¿ 10:05:37am mark the clip arms are opened to 180° for re-positioning. ¿ 10:10:07am mark shows the clip fully closed (~20°) on the leaflets (second time the clip is below the valve and second grasping attempt). ¿ 10:10:24am shows the fully closed clip slowly open from ~20° to ~60°; the image of the clip towards the end of the video becomes blurry. The immediate subsequent video taken at 10:10:33am clearly shows the clip arms at ~60°. Presumably, these videos capture the failed efaa check during the second grasping attempt below the valve. ¿ 10:12 am mark the first cds (reported device) is removed. Videos capturing active use of the second cds (no reported issue) were unremarkably. The second cds was removed without deploying the clip which aligns with the reported incident details. It should be noted that echocardiography is a cardiac ultrasound in which the visual image of the anatomical structures and the device/clip is captured at a lower, less detailed resolution in which the general shape and location of a structure/device can typically be discerned. However, more granular details of the device and internal clip components cannot be visualized or assessed on via echo imaging; there are no additional observations based on the echo videos provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr), mitral valve annular dilatation, and a broad jet for a mitraclip procedure. The mitraclip ntw functioned as intended during device preparation. When the clip was placed on the leaflets and establish final arm angle (efaa) was performed, it opened from approximately 10 degrees or less to 120 degrees. The clip was brought back to the left atrium, where the lock was tested twice and was successful. Another grasp and an attempt at efaa was performed. The clip opened again to the same degree. The clip was removed, and it was decided to use a replacement ntw. On the echocardiogram, an anterior leaflet tear was observed. Despite the leaflet injury, the ntw was entered into the anatomy and grasping was attempted. The replacement ntw was unable to achieve a grasp as sufficient as the first ntw. It was decided to end the procedure and remove the clip. The procedure ended with worsened mr at grade 4. The physician expressed dissatisfaction and a loss of confidence with the performance of the device. There was no clinically significant delay. The patient was stable and extubated. No additional information was provided.